Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a loudspeaker error. The remote service specialist (rss) assisted the customer remotely. The customer indicated the issue was resolved. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Event description:
It was reported there was a loudspeaker error. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A good faith effort was completed to confirm if the device produced sound at the time of the event and if this was an out of box failure, but this information remains unknown. A philips response service engineer (rse) followed up with the customer regarding the device issue. The rse was informed that the issue no longer occurs. Thus, no functional test or repair action was warranted. It is unknown how the issue was resolved.